Manufacturer narrative:
Customer discarded product.

Event description:
It was reported by the user facility that the femoral canal brush became lodged into the hole of the femoral canal during a procedure. While retrieving the brush, the lateral side of the femur cracked. The procedure was completed with a clinically significant delay. A revision surgery was required to correct the broken femur and was completed successfully. Upon follow up after the revision surgery, the patient is doing okay.